Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the implantable neurostimulator (ins) was not providing therapeutic benefit to the patient. The patient was not able to feel stimulation. The ins was not able to be interrogated or programmed. This was stated to be due to it being at end of service. It was stated that when the ins was replaced, the existing lead was left. The existing lead was tested prior to connecting to the new ins and motor responses were reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3889-28, lot # v514033, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).

Event description:
It was reported on (B)(6) 2012 the caller was not able to adjust stimulation with or without the antenna attached, even after the manufacturer had given them a new programmer on (B)(6) 2012. It was stated when the patient tried to communicate the programmer and implantable neurostimulator (ins) the patient felt "heat going through her pelvic area." It was noted the patient's symptoms were still controlled. The patient was scheduled for reprogramming on (B)(6) 2013. It was later reported on (B)(6) 2013 the new programmer did not resolve the issue and the healthcare provider (hcp) thought the issue may be associated with the ins or the leads. The patient was scheduled for ins and lead revision on (B)(6) 2013. It was reported on (B)(4) 2013 that the cause of the event was unknown and that the programmer was unable to communicate with the ins. It was stated that the ins was replaced on (B)(6) 2013. The patient recovered without sequela. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Analysis of the ins, model no. 3058, serial no (B)(4), found no significant anomalies and the battery at normal end of life, no telemetry. The ins was received with no telemetry and no output. Destructive analysis found that the ins battery was depleted. No visual or electrical anomalies were found with the hybrid circuit. Destructive analysis of the battery did not reveal any internal mechanisms that would have caused premature battery depletion. No parameter information was given so the expected life could not be determined. Based on the analysis of the ins, it appears this ins reached a normal end-of-life condition. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.